Event description:
It was reported that the clip jammed when loading a clip; the clip was almost closed and was not loaded properly.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its rotation tab bent. Two clips were partially loaded incorrectly and stacked on top of each other (double feed) with the feeder to the side of the clips. First, the two partially loaded clips were manually removed , and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was unable to properly load into the jaws of the device. The indicator clip fired on the next attempt which indicates that no more clips were remaining. The sample was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. The misload of the first clip, bent rotation tab, and the two clips returned in the jaws (double feed) are all indications that the clips were out of position and stacking on one another in the channel. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 3 clips remaining, including the two partially loaded clips, indicating that 12 clips were fired by the end user. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip jam" was confirmed based upon the sample received. One device was returned with its rotation tab bent and two clips loaded into the jaws. The device was received with 3 clips remaining, including the partially loaded clips, indicating that 12 clips were fired by the end user. Upon functional inspection, the next clip was unable to load properly. The misload of the first clip, bent rotation tab, and the two clips returned in the jaws (double feed) are all indications that the clips were out of position and stacking on one another in the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73g1800172 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip jammed when loading a clip; the clip was almost closed and was not loaded properly.